Manufacturer narrative:
No radiographs were received and the event could not be confirmed. The implants were discarded by the hospital, no product information given and no further product investigation can be completed at this time. It is unknown if the patient complied with post-operative care instruction. The patient's bone quality is unknown. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant".

Event description:
Original two level acdf surgery took place on a male on (B)(6) 2015 at c3-c5. During a routine follow up visit it was discovered that the screws had backed out. Revision surgery took place on (B)(6) 2015 and the screws were replaced. Explanted products were discarded by the hospital. Patient is doing well following revision surgery.